Event description:
It was reported that the patient had bacteria in the blood and was septic. It was further reported that it was not known if the infection was introduced during the implant of the device and the right ventricular and right atrial leads. The device and leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.